Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The t:slim user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was 400mg/dl. An infusion set change was performed and a correction bolus was delivered to address the bg level. Additional occlusion alarms occurred after the infusion set change. A system check was performed and the pump performed as intended. Reportedly, the customer had been reusing their current cartridge and using it for over 3 days. The customer performed a cartridge change to address the occlusion alarms. During a follow-up, it was reported no additional occlusion alarms occurred and the bg level was returning to target range.